Event description:
It was reported that there was a malfunction alarm on the customer's pump, specifically malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided instructions for resetting the pump, and the issue did not recur. The customer was informed that they could continue using the pump and should call back if the malfunction recurs. There was no additional information regarding the outcome of the event.